Event description:
It was reported that the neuro balloon catheter did not inflate as normal. It was opened on the sterile field. Although the product was not in contact with the pt, the pt was prepped for surgery. A slight delay occurred as a result of having to get another neuro balloon catheter in the central supply room. Add'l info had been requested and on (B)(6) 2013, the following info was provided. On (B)(6) 2013, a 15 month old female pt underwent removal of a ventriculoperitoneal (vp) - shunt and ventriculoscopy. Before using the balloon, the user tested it and was not able to inflate the balloon. The pt was anesthetized when the product problem occurred. The pt was not harmed or injured.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.